Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 that a revision spinal surgery was performed. During the initial operation kirchner wires were broken in situ, all of the broken parts were removed. The screws were implanted and the operation was completed. During the second operation the screw was inserted in the wrong place. The screw was removed and positioned in the correct place. This report is for one (1) 1.25mm guide wire 200mm. This is report 1 of 1 for (B)(4). This report is linked to (B)(4). This complaint ( (B)(4) was created to capture the initial operation which involves kirchner wires were broken in situ, all of the broken parts were removed. While (B)(4) was created to capture the second operation which involves a screw that was inserted in the wrong place.